Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl. They stated that insulin pump did not delivery insulin properly. They stated that sometimes bolus decrease blood glucose very quickly and sometimes she had to wait few hours. They not able to perform the troubleshoot. They did not want to perform any test. They stated that insulin inserted directly from syringe, also to buttock and work correctly and decrease blood glucose correctly. The insulin pump will not be returned for analysis.